Event description:
It was reported that during a cryo ablation procedure, there was a leaking hemostatic valve. The valve had to be flush continuously to prevent air ingress. It was noted that the sheath was not replaced and continued to be used because the physician wanted to "work with it". No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 94043, were returned and analyzed. The data files confirmed system notice 50032 (compromised outer vacuum) that was unrelated to the reported event. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was produced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. In conclusion, the reported valve leak was confirmed through testing. The sheath, 4fc12 with lot number 94043, failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.